Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that it was discovered that one tooth was missing from the ctr. There was immediately film and extensive rinsing, and filter to search for no residue. The film indicated there was no residue.